Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient heard a pump alarm; the critical alarm was confirmed by telemetry. The reporter stated that the patient previously had an MRI on (B)(6) 2011 and that is when the event started. The pump logs showed multiple low battery reset logs and the pump was in safe state. The pump was able to be reprogrammed on (B)(6) 2011. At the time of the report, the patient had an infection so she did not have surgery for the pump. It was not clear as to whether or not the infection was related to the pump. It was undecided if the pump was going to be replaced. The pump contained lioresal. The patient was put back on oral baclofen and "seems to be doing okay".